Event description:
While impacting the glenoid head, the threads from the impactor broke off inside the implant. The heads was well seated on the morse taper of the glenoid baseplate but a broken piece of the impactor prevented the insertion of the glenoid head screw and made removal of the head very difficult. It was discussed with the surgeon that the implant was not designed to be used without the screw. The surgeon decided to go forward and leave the well fixed head without the screw and with the broken impactor piece inside. He felt confident with the fixation and felt the effort to remove the head was excessive.